Event description:
Pacemaker exhibited sudden loss of programibility and intermitant pacing, on explant atrial lead tested. Medtronic ventricular lead not tested. Atrial lead tested and no pace or sense function. Test method could be questionable. Both leads caped. Patient 100% pacer dependent. Patient admitted to emergency and complete pacemaker system replacement was requiredinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.